Event description:
It was reported to boston scientific (bsc) on 01/24/2007, that a customer encountered problems during use of a detachable coil. According to the customer: "[pt had a "grade 3 ruptured"] - approx 10cm of coil [device in question] were placed into the aneurysm, when the physician realized it was going to be too small. The coil [device in question] stretched during removal. Approx 8-10cm [of the device in question] were left distally inside the aneurysm and approx 10cm of the stretched coil [device in question] proximally was left behind down into the c1, c2 junction. Physician left everything in place and aborted procedure. The physician plans to finish the aneurysm coiling within the next few days." The following add'l info was requested and received by bsc on 02/23/2007: "the aneurysm was later filled with add'l coils. Sr suture [stretched coil-device in question] was left in the parent vessel." Procedure for aneurysm coiling was reported as "successfully completed".

Manufacturer narrative:
Conclusion: the coil size selected by the physician was determined (during the procedure) to be the incorrect size for the aneurysm. The following is stated under "preparations for use: coil sizing" in the dfu (directions for use) for the device in question: "... In order to choose the optimum coil for any given lesion, examine preembolization angiograms. The appropriate coil size should be chosen based upon angiographic assessment of the diameter of the vessel, aneurysm dome and/or ostium. Exercise caution during placement of small coils at the base of any aneurysm. When accessing aneurysms, the diameter of the first or second coils should never be less than the width of the ostium, given the potential for these coils to migrate." Physician decided to remove the coil [device in question] during procedure, when the physician determined the coil to be the incorrect size for the aneurysm. Stretching of the coil occurred during physician's attempt to remove the coil from the pt.